Manufacturer narrative:
Product event summary : the proximal segment of the lead was returned and analyzed. The proximal conductor was fractured. The defibrillator svc was kinked/buckled. The defibrillator svc was fractured. The distal conductor had blood (not obstructed), the distal end electrode was pulled/stretched/overstressed. The distal end electrode was covered in blood. The helix was bent. The insulation overlay tubing was cut, melted and had environmental stress cracking. The outer insulation had cosmetic depression. The inner insulation was pulled. Stretched and overstressed. The overlay tubing was kinked/buckled. There was an observation of blood ingression on the overlay tubing. It was visually noted that the lead was stretched.

Event description:
It was reported that there was undersensing on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.